Manufacturer narrative:
(B)(4). D10. Metasul large diameter hd 46/l item#: 0100181460 lot#: 2496863. Durom acet comp 52/46 code l item#: 0100214052 lot#: 2496833. Head adapter s/-4 12/14-18/20 item#: 0100185145 lot#: 2469200. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty without complication. Subsequently, on an unknown period of time, experienced post-op anemia with a hemoglobin of 7.9 g/dl and was transfused with two units of packed red blood cells. Diligence is completed and no further information on the reported event has been provided.